Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's o-ring on the pump (B)(4) was broken and was replaced by an o-ring from pump (B)(4). The patient experienced bleeding during implant. The pump (B)(4) was not returned to the manufacturer for analysis as it remains implanted in the patient; therefore it could not be evaluated. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. The manufacturer representative who assisted during implant demonstrated to the site that the use of mineral oil may have contributed to loosening of the o-ring causing issues with the positioning of the o-ring in the required groove. Based on open internal investigation, the most probable root cause for the o-ring damage may be attributed to user error during implant; however, there are procedural factors such as the thoracotomy approach taken during the implant which could have contributed to the reported event. The manufacturer has an open investigation for these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Based on the reported information, although no root cause conclusion can be made, it is possible that operational factors and positioning of the components may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during the implantation procedure, done via thoracotomy, the o-ring was protruding from the pump/sewing ring junction. The pump was removed and re-inserted without success. The pump was placed in mineral oil and later in ice water, but upon inspection it was noted that the o-ring had stretched significantly. The surgeon decided to use the o-ring from a suction/irrigator device but bleeding was still evident. Additional sutures and bioglue were added to stop bleeding near the pledgets. Since bleeding continued, the surgeon ultimately decided to use the o-ring from a new pump, resulting in insertion into the apical sewing ring without issue. The device was not returned to the manufacturer for evaluation.